Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
A vent fail was reported. The patient going to code blue.

Manufacturer narrative:
The log file was available for investigation. When the fabius is switched on, an extensive self-tests of the internal hardware is started automatically. As these diagnostics are performed each test and its result appear on the screen. The result, pass or fail, indicates the status of the tested component. The log file registered several entires in the same minute of switch on during this self-test. The device detected no mains voltage connection and a battery failure. In consequence due to lack of internal power supply a vent failure is logged. These findings are contradicting to the reported event where the vent fail occured 5 min after connection of the patient. The reported event cannot be reconstructed. As no parts were available for investigation no root cause could be determined. The user stated that the device was plugged in. Thus, a faulty mains power supply cannot be excluded. The self-test intended to check the functionality of the device. If the test result is not non-functional the operation of the monitor and ventilator is inhibited. However, manual ventilation remains possible.

Event description:
It was reported, that 5 minutes after a patient was connected to the device a vent fail occurred. The patient was going to code blue.